Event description:
Per the independent repair center, the customer alleged problem is alarming/red light/unit will not start/noisy unit. The key failure is the compressor is locked up. Associated malfunctions for this device: on/off switch no alarm, pilot valve leaking, heat exchanger leaking, filter dirty.